Event description:
Device has been explanted.

Manufacturer narrative:
Reoperation due to deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reoperation surgery not scheduled at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side "deflation and pain". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of valve and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified: total delamination of valve. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure.

Event description:
Patient reported a right side "deflation and pain". Device has been explanted.